Event description:
Pharmacy technician was filling a 250ml/hr 250ml dosi-fuser with 0.9% sodium chloride. A leak was found in the tubing of the dosi-fuser. The leak is located at the start of the filter. We saved the defective product for evaluation.